Event description:
The customer reported the device failed to audibly alarm upon patient disconnect. The device audibly and visually alarmed at the first breath of disconnect but did not audibly alarm thereafter. No patient harm reported. The manufacturers field service engineer evaluated the device using the patient settings and was unable to duplicate the reported problem. There were no parts replaced. The ventilator tested and performed to specifications.